Event description:
The device was implanted on 11/15/1993. Revision surgery was performed on 5/6/1996. Instrumentation was removed. Pseudoarthrosis with motion on left side was found at l3-4. Right l5-s1 facet fractured with gross instability. Patient was re-instrumented.